Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint was confirmed through examination and functional testing of a returned product sample. The customer provided a radial artery catheterization device. The proximal end of the needle cannula was protruding from the catheter and was bent at the blood flashback opening. A photograph provided by the customer shows that the cannula was not bent while it was in the patient. There was no adhesive residue visible on the cannula and the cannula could not be moved in or out of the catheter. The catheter was cross sectioned at the hub and found that the catheter hub and needle cannula were stuck together with adhesive. No lot number was not provided, and could not be determined through sales history so manufacturing records could not be reviewed. However, the probable cause is manufacturing related. Further investigation has been initiated at the manufacturing site.

Event description:
It was reported the catheter was being placed into the right radial artery of a patient in the operating room. The guide wire was inserted after flashback. The catheter then became "stuck" on the needle. The physician attempted to rotate the catheter to dislodge it from the needle. The needle broke off while trying to advance. The catheter and needle were removed as a unit and a second attempt was successful. No surgical intervention was needed. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
Qn#(B)(4).